Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was kinked approximately 2.0, 29.0, and 32.0 cm from the hub. Conclusions: evaluation of the returned px slim revealed that it was kinked. This damage may have occurred due to forceful handling of the px slim during preparation for use or positioning within patient anatomy. The kink observed on the px slim likely contributed to the resistance experienced when advancing the penumbra coil 400 (pc400). Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced a non-penumbra catheter towards the celiac artery and then the px slim through the catheter. While attempting to advance a penumbra coil 400 (pc400) through the px slim, the physician encountered resistance after advancing the coil approximately thirty to forty centimeters through the px slim. Therefore, the pc400 and px slim were removed and the procedure was completed using another microcatheter, the same pc400 and seven additional pc400's. There was no report of an adverse effect to the patient.